Manufacturer narrative:
: One smiths medical cadd solis vip pump was returned for analysis with the entire device worn. During analysis, the customer's reported issue could not be duplicated. Investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. During the inspection it was found that the pump has the software version 97-0625-010202-01. The pump will be updated to software version 97-0625010302-01. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump for cytarabine, it was noted that the log indicated additional dose was given to the patient. No adverse effects were reported.